Manufacturer narrative:
(B)(4). One flexiva 365 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber. The ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned device would cause the fiber to be read but not respond, thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.  A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was opened for use in a procedure performed on (B)(6) 2017. According to the complainant, during introduction and outside the patient, the laser fiber was not recognized by the console. The operator of the device connected the laser fiber forcibly and was recognized by the console, but it was unresponsive. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no complication" note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within connector.